Event description:
The customer reported that the insulin pump delivered three boluses that he did not program. The insulin pump was downloaded, and the boluses were confirmed in the carelink reports. The customer did not feel comfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have causes or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.